Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(investigation findings).

Event description:
It was reported by customer that in cs300 intra aortic balloon pump(iabp) battery was tested and observed battery completely depleted while device was in use. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.